Event description:
It was reported that, the patient received multiple inappropriate therapies due to right ventricular lead noise. No lead anomalies were seen via diagnostic imaging. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. No adverse consequences were reported.